Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far field r-wave oversensing on the atrial channel and inappropriate ams were observed via merlin.net transmission. Patient was asymptomatic. The device was reprogrammed and remains implanted.